Event description:
Pausch uroview 8k table moves un-commanded and will change orientation randomly. When this happens, the table will only drive up. Patients get stuck on the bed at a height which is dangerous for staff and the patient. This is an ongoing issue and the manufacturer is aware and cannot fix. This is happening on all uroview 8k and a recall should be forced.